Manufacturer narrative:
H.6. Investigation summary: no samples or photos were returned by the customer in support of this complaint from catalog 363080, lot number is unknown. The retentions could not be inspected as the lot number is unknown. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and lot number is unknown. Lot number is unknown; therefore, no retention samples are available. The device history records could not be reviewed as the lot number is unknown.

Event description:
It was reported that during use with bd vacutainer® 9nc 0.129m plus blood collection tubes an unspecified amount were overfilling. The following information was provided by the initial reporter: customer states tubes are overfilling.

Event description:
It was reported that during use with bd vacutainer® 9nc 0.129m plus blood collection tubes an unspecified amount were overfilling. The following information was provided by the initial reporter: customer states tubes are overfilling

Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.